Event description:
It was reported that the patient presented to the emergency room due to ventricular tachycardia (vt) and the device did not deliver therapy. The device misdiagnosed vt as supraventricular tachycardia (svt). Device did begin delivering antitachycardia (atp) therapy but then incorrectly returned to sinus. Programming changes were made. Patient was stable.

Manufacturer narrative:
Correction: patient weight was missed in the initial report. This report notes the correct patient weight.